Event description:
The intellanav st catheter was selected for use during procedure for dual atrioventricular nodal pathways to treat tachycardia. It was reported that when approaching the tissue, temperature was too high, discharge was cut off and the ablation could not be performed as expected. A different device from the same model was used to complete the procedure. No patient complications were reported. The device has been returned for analysis.

Manufacturer narrative:
The intellanav st ablation catheter was returned to boston scientific for analysis. The returned device did not show evidence or defects that could have contributed to the reported event; consequently, not confirming the reported complaint. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU.

Event description:
The intellanav st catheter was selected for use during procedure for dual atrioventricular nodal pathways to treat tachycardia. It was reported that when approaching the tissue, temperature was too high, discharge was cut off and the ablation could not be performed as expected. A different device from the same model was used to complete the procedure. No patient complications were reported. The device is expected to be returned for analysis.